Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting, significant reduction of irido-corneal angle, shallowing of the ac, the lens was exchanged with a shorter length lens and the problem was resolved. The cause of the event was reported as a patient related factor.

Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles, shallowing of the ac. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).